Event description:
Account reports that a particular pt sample routinely gives different results for co2 when comparing the results from their clinical chemistry analyer versus their blood gas analyzer. The incorrect results have not been used to guide therapy. The result discrepancy is sample dependent.